Event description:
It was reported that episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and reprogramming recommendations were provided. No intervention has been performed at this time. The patient was stable and had no consequences.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.